Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to myopotential oversensing. Boston scientific technical services (ts) was consulted and discussed that the oversensing for most episodes does appear to be myopotential related. Ts noted the last signal is not mechanical nor myopotential and could be due to an atrial tachyarrhythmia. Ts discussed that this cannot be diagnosed from the subcutaneous electrocardiogram. Ts suggested obtaining x-rays to evaluate system integrity. The s-ICD and electrode remain in service and no adverse patient effects were reported.